Event description:
It was reported that the electric dermatome kit would not turing on. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 10/17/2011 and was last repaired on 10/23/2013 for a non-related issue. Evaluation of the device observed it had operated erratically. There was also damage to the 1", 2", and 4" width plates. Also the leading edge of the control bar had been flush with the master blase and that the customer did not return a power supply for the evaluation. It was outside calibration and side to side specifications at the zero thickness setting. There was also discoloration and corrosion to the motor casing and the motor functioned within specifications after manual manipulation. The cause of the reported issue was improper cleaning or sterilization could have allowed moisture to enter and handpiece to cause the corrosion on the motor. In addition, improper handling likely caused the lack of calibration at the zero thickness setting and the damage to the width plates. The device was serviced and returned to the customer.